Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2019. Explant date: 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18833304/18565714. Product family: scs-linear leads, upn: m365sc43160, model: sc-4316, batch: 18921743.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were removed and were discarded by the medical facility. No further information has been obtained despite good faith efforts.